Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, it was noticed that one of the suture retention mechanisms that is a part of the retractor blade was missing. It was not clear if the black plastic piece fell into the chest cavity or not. Exploration was completed without conclusion of location. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25136280, 25134924 and 2534954 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, it was noticed that one of the suture retention mechanisms that is a part of the retractor blade was missing. It was not clear if the black plastic piece fell into the chest cavity or not. Exploration was completed without conclusion of location. The hospital did not report any patient effects.